Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - ventricular nst (non-sustained tachycardia) <=180 ms between (B)(6) 2011 12:40:00 and (B)(6) 2011 05:27:42. 1 - vf=140 ms average v-cycle on (B)(6) 2010 10:31:12.

Event description:
It was reported that the right ventricular lead, which was previously capped, was re-attached to use the pace sense portion of the lead, but the lead showed oversensing. A lead fracture was suspected. A lead revision was scheduled. No patient complications have been reported as a result of this event.